Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The clinic has reported that the patient has passed away. The patient's cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The clinic has reported that the patient has passed away. The patient's cause of death was not reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated: evaluation method code updated. Evaluation results code updated. Conclusion code updated.